Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. A partial lead with the distal tip was received for analysis. External insulation abrasion was noted at 32.7-32.9cm from the distal tip, consistent with friction to another device or feature of the heart. The silicone insulation was intact.

Event description:
This report is to advise of an event observed during analysis.